Event description:
Philips received a complaint from the defense attorney, reporting that the v60 ventilator displayed a "patient disconnect" message. The device was in clinical use when the issue occurred. It was reported that the mask (unspecified) was disconnected for approximately 40 minutes, resulting in irreversible brain and organ damage. The patient subsequently died. No other clinical information or medical intervention was reported. According to the v60 user manual: chapter 1, warnings, cautions, and notes, general warnings section 1-1, states, use the respironics v60 ventilator on spontaneously breathing patients only. It is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient. Chap. 1, sec. 1-2, the nurse call/remote alarm should be considered a backup to the ventilator¿s primary alarm system. Chap. 1, sec. 1-3, to prevent possible asphyxia and to reduce the risk of co2 rebreathing, take these precautions with respect to mask and exhalation port use:- use only a mask with an exhalation port or a nasal mask for noninvasive ventilation.- do not occlude the exhalation port.- turn on the ventilator and verify that the port is operational before application. Pressurized gas from the ventilator should cause a continuous flow of air to exhaust from the leak port, flushing exhaled gas from the circuit. Never leave the mask on the patient while the ventilator is not operating. When the ventilator is not operating, the exhalation port does not allow sufficient exhaust to eliminate co2from the circuit. Substantial co2 rebreathing may occur. Chap. 1, sec 1 5; to prevent possible patient injury due to no annunciating alarms, verify the operation of any remote alarm device before use. Chapter 8 alarms and messages; section 8-1, respond to an alarm as follows:1. Approach the patient immediately. Secure sufficient and effective ventilation for the patient. You may silence the alarm if possible. 2. Correct the alarm condition, referring to the alarm messages in table 8-2. Chap. 8, sec. 8-2; table 8-2 patient disconnect: excessive flow to the patient for a few seconds. Patient is no longer connected to the ventilator, either through circuit, mask, or et tube; or the patient circuit is disconnected from the ventilator, and the patient is no longer receiving ventilatory support. Ventilation continues. Corrective action: check the patient. Reconnect patient circuit. Confirm ventilator and alarm settings are appropriate. If problem persists, provide alternative ventilation. Have ventilator serviced. This is a high priority alarm. Investigation is ongoing.

Manufacturer narrative:
During clinical use on (B)(6) 2021, an unspecified patient mask became disconnected from a philips v60 ventilator for approximately 40 minutes, during which the device displayed a high-priority "patient disconnect" alarm; this prolonged lack of ventilatory support resulted in irreversible brain and organ damage, and the patient subsequently passed away on (B)(6) 2021. Following the event, the device was removed from service, but a definitive root cause for the disconnection could not be determined because the customer did not return any parts, make the ventilator available for service, or provide feedback despite multiple good faith efforts (gfes) by the complaint handling team. Because the device was unavailable for a failure investigation and no customer replication testing details were provided, the post market surveillance (pms) clinical expert concluded that device cause or contribution to the event can neither be confirmed nor refuted based on the available evidence, though the device's user manual explicitly warns that "patient disconnect" alarms require immediate bedside intervention to secure alternative ventilation. The investigation is now concluded with no further action required unless additional information is received to reopen the file.